Manufacturer narrative:
Aware date was approximated based on the report of "the case happened a week and a half to 2 weeks ago."

Event description:
It was reported the burr became stuck in the lesion and st elevation occurred. A 1.50mm rotapro was selected for use in the focal non-tortuous left anterior descending artery (lad) just past the lad/diag bifurcation. The target lesion was approximately 6-7mm in length. During the procedure, the burr became stuck on the second pass in the middle of the lesion. The advancer knob felt to advance too quickly and tactile feedback regarding the lesion engagement was lost. This caused the burr to be pushed too fast and become stuck. The wire was used to grab burr and both devices were pulled back. However, patient developed st elevation possibly due to occlusion. An nc balloon was used to opened the lesion. The procedure was completed with balloons and stents. The case ended with good outcomes and the patient was doing fine.